Event description:
Rptr had implants put in. One has capsular contracture resulting in pain and discomfort. She also has joint pain and fatigue. Rptr is uncertain how she would know if any of these symptoms are related to breast reconstruction. Left breast implanted for augmenation; right breast for reconstruction. Regarding joint pain, rptr does have ra but symptoms have increased.